Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a medical record provided by the patient: (B)(6) 2008 - patient underwent the removal of right inguinal lymph nodes and the repair of a right incarcerated inguinal hernia with the implant of a bard/davol perfix plug. The following was reported to davol by the patient: (B)(6) 2010 - colonoscopy due to rectal bleeding from tears in his rectum. Ni/ni/2013 - patient presented with complaints of intermittent groin pain with ambulation. The surgeon assessed the area and indicted that everything was normal. On (B)(6) 2015 - patient presented with right inguinal pain. The md indicated he would like to leave the perfix plug implanted, however, he would like to remove the surrounding nerves or inject cortisone into the right groin to help relieve the pain temporarily. The patient indicated he cannot have the surgery performed due to a heart valve implant and blood thinners he is currently prescribed. The patient reports that he is currently takes aspirin for the pain.